Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation while on battery power during a case. There was no patient injury.